Event description:
The reporter contacted animas on (B)(6) 2013, alleging the patient experienced elevated blood glucose (bg) of 600 mg/dl with nausea, vomiting and ketones for the past two mornings. The elevated bg was reportedly treated by administering a correction bolus of insulin by syringe, which lowered the bg to 165 mg/dl within 4 hours¿ time. The reporter stated that the patient woke up both mornings with the pump powered off. The reporter stated that the battery was replaced on each occasion. The reported stated the pump would power back on and the patient wore the pump all day without power issues. Troubleshooting revealed the pump had a cracked case at the battery compartment. The reported issue of a cracked battery compartment with power loss is generally noticed by the user. The detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged or does not meet the users expectation. This complaint is being reported because the patient experienced hyperglycemia as a result use error; the patient used a damaged pump for insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the battery compartment had a small crack at the threads. No issues tightening a new test cap to the pump. The total daily dose amounts in the pump history add up appropriately. The pump successfully completed a 29-hour flow accuracy test and was found to be delivering within the required specification. There were no alarms during testing. Unrelated to the original complaint, the display screen had a pinkish contrast. A test display was attached to the pump and illuminated properly and was clearly legible.